Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200. Complaint of slow infusing was not verified during testing. Reported a pressure compressor measured at 5.6 psi which is withing tolerance. Other testing fluid testing done which passed. Could not confirm event or duplicate. Physical condition of device reported with out damage. Repair summary included: received device with no pressure chambers. Device was manufactured in 2019-12-26. Visual inspection and found crack return tube, but that won?t cause to slow infusing. Installed digital pressure indicator and check compressor measured at 5.6psi which is within tolerance. Installed h-1200 device to an air bubble and fluid test fixture with d-300 tube set. Turned on the water fluid and air pressure, which device pass both tests. Repeated the tests and the device passed air bubble and fluid tests. Could not confirmed customer reported reason. Replaced return tube. This return tube issue is being addressed through CAPA 18moak055. Installed tempcheck test fixture e5993 due may 2021. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
Information received a smiths medical level one 1200 is slow with infusing. No patient adverse events reported.